Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2026. Product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing hydromorphone 02. Mg/day bupivacaine 0.3 mg/day via an implantable pump. It was reported that patient was having routine pump replacement surgery. She had saline infusing for over six months. It was noted that in surgery we were unable to aspirate the catheter. We further explored the catheters¿ function, and in the body of the spinal segment there was a black buildup material that seemed to have been occluding the catheter. This catheter was fully removed. The previous pump was explanted and a new 8780 was implanted and pump implanted at surgery. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
H3. Analysis of the catheter identified a kink in the catheter body and a user-related hole. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving hydromorphone 02. Mg/day, bupivacaine 0.3 mg/day, and saline 9.0 mg/ml 4.3 ml via an implantable pump. It was reported that patient was having routine pump replacement surgery. She had saline infusing for over six months. It was noted that in surgery we were unable to aspirate the catheter. We further explored the catheters¿ function, and in the body of the spinal segment there was a black buildup material that seemed to have been occluding the catheter. This catheter was fully removed. The previous pump was explanted and a new 8780 was implanted and pump implanted at surgery. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Revised b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.